Event description:
Boston scientific received info that there was possible atrial undersensing. However, no atrial paces were observed on the electrocardiogram strip in some instances with this right atrial (ra) lead. A local area sales rep reported the ra lead dislodged post implant and was successfully repositioned the same day as the implant. The ra lead displayed acceptable measurements post revision procedure. To date, no adverse pt effects were reported as a result of the revision procedure. All available info indicates that this product was repositioned. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All product steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.